Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with their insulin pump. The screen was black and it was beeping. The customer's blood glucose level was unknown. The customer also received an alarm. The alarm did not occur during the rewind/prim sequence. The customer performed the self-test but failed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed external flash crc error during the self-test and off no power test, the problem isolated to the mother board. Pump passed idle current test, run current test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and no audio beep anomaly or black screen noted. The insulin pump was received with cracked reservoir tube lip and missing the end cap sticker.